Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Visual examination noted no anomalies. An attempt was made to interrogate the device, and it was noted the icm device could not be communicated with. X-ray imaging revealed solder leakage below the negative terminal pin of the battery, reaching out toward the can. This is suspected to have caused battery shorting which resulted in the reported issue.

Event description:
It was reported that during the pre-implant check, the boston scientific field representative noted that this insertable cardiac monitor (icm) showed early depletion. A different icm device was used instead for the procedure. Additional information was provided by the boston scientific field representative and the physician on a subsequent call made to technical services (ts). Upon interrogation, it was noted that the device had reached end of service (eos) battery status. Ts recommended them to return the device, which was still inside the sterile packaging, for analysis. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.